Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-12828. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). · complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011243, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011243 was manufactured according to the work instruction (wi) version 99 and packaging in the machine multivac 14 on 22-jan-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4m03293 was manufactured according to the wi version 66 and manufactured in the machine sc08 on 19-jan-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4m03286 was manufactured according to the wi version 66 and manufactured in the machine sc08 on 14-jan-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced three infusion sets tubing detachment events on (B)(6) 2025, (B)(6) 2025 and (b)(5) 2025. The site of detachment was tubing connector. The infusion set was in use for less than 24 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.